Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose and diabetic ketoacidosis. The customer experienced nausea due to the high blood glucose level. The customer stated they were wearing the inulin pump during hospitalization. The blood glucose at the time of the admission was 599 mg/dl. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was performed to assist the customer with any issues the insulin pump might be experiencing for the customer. The insulin pump had no leaks or air bubbles and all basals were recorded correctly. The customer stated the settings were programmed correctly and wanted to perform the high pressure test but would need clamps mailed. The customer was advised to contact the helpline back when the tubing clamp was received so that the high pressure test could be performed for the insulin pump. The customer stated they have a back up plan. The insulin pump will not be returned for analysis.